Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -17.5/5.5/079 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Misalignment found after lens implantation was reported. On (B)(6) 2022 the lens was exchanged with a longer length lens of different cylinder/axis. See MFR. Rep#: 2023826-2022-00977 for replacement lens. Cause is reported as unknown.

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).